Event description:
It this event, it was reported that after placement, an ankylos c/x implant seems to have affected the ID nerve, resulting in numbness. As a result, the implant was removed three weeks later. As of this MDR report, the pt's status remains unclear.

Manufacturer narrative:
Generally, such cases are not unk in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, and the possibility that permanent impairment may result, this event meets the criteria for reportability per 21 cfr part 803. The implant was evaluated for diameter and length measurements and found to be in specification.